Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-42-00 - 145-deg pe 42mm hum liner +0. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
It was reported that a 93 yo male patient, initial right shoulder implanted in (B)(6) 2010, was revised in (B)(6) 2024, approximately 13 years and 10 months post the initial procedure due to a fracture of implants. No parts or pieced fell into the wound site. There were no surgical delays during the procedure. The patient was last known to be in stable condition during the event. X-rays were provided. It is unknown if the explanted devices are available for return. No further information.during the procedure a prong on the 25 hrp middle segment broke off while disengaging from proximal body trial. Reported under MDR# 038671-2024-02919.